Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: a report from the field indicated that during a mechanical thrombectomy procedure, a cerebase da guide sheath, 90cm (gs9090sd/unknown lot number) and react (medtronic) intermediate catheter were being advanced when a vessel dissection occurred at the right internal carotid artery (ica). It was reported that the patient was not affected, and no further treatment was required. The physician stated that the dissection was not caused by the cerebase, but by the ¿technique dealing with a tricky patient anatomy (there were two vessel bends)¿. Reportedly, the event was not a fault of the device and this is an acceptable complication. He further commented that it would have been better to follow the intermediate catheter with the cerebase rather than advancing them ¿almost together¿. Additional information received on 15 apr 2021 indicated that the lot number of the complaint device was either 30397210 or 30398815. The site is unable to confirm the correct lot number. The physician also mentioned that the event did not result in any significant procedural delay. Three images and a case report were submitted for review. The review was performed by an independent physician and the findings are as follows: the three images are of the right internal carotid artery. The images submitted are of fairly poor quality making any meaningful assessment difficult. In one image the distal marker of a guide sheath/catheter is noted as well as significant dissection of the distal cervical internal carotid artery. There appears to be no significant stenosis or flow limitation. Noted in the report is that the cerebase did not cause the dissection, and that carotid dissections are a known complication of guide catheters especially in tortuous/challenging anatomy. There was no procedural delay or effect on the patient¿s outcome.¿ a manufacturing record evaluation was performed for the finished device 30397210 number, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device 30398815 number, and no non-conformances related to the reported complaint condition were identified. Vessel dissection is a well-known and extensively documented potential adverse event associated with the use of catheters or with endovascular procedures and is listed in the cerebase instructions for use (IFU) as such. With the information provided, it is not possible to draw a conclusion between the device and the reported event. However, there are clinical and procedural factors including vessel characteristics, anatomical challenges, device selection, device interaction, and mechanical manipulation of devices within the artery that may have contributed to the dissection with no indication of a device malfunction or quality issue. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Section b5: additional information received on 15 apr 2021 indicated that the lot number of the complaint device was either 30397210 or 30398815. The account is unable to identify the correct one. The physician also mentioned that the event did not result in any significant procedural delay. Three images and a case report were submitted for review on 04-may-2021. The review was performed by an independent physician and the findings are as follows: the three images are of the right internal carotid artery. The images submitted are of fairly poor quality making any meaningful assessment difficult. In one image the distal marker of a guide sheath/catheter is noted as well as significant dissection of the distal cervical internal carotid artery. There appears to be no significant stenosis or flow limitation. Noted in the report is that the cerebase did not cause the dissection, and that carotid dissections are a known complication of guide catheters especially in tortuous/challenging anatomy. There was no procedural delay or effect on the patient¿s outcome.¿ a manufacturing record evaluation was performed for the finished device 30397210 number, and no non-conformances related to the reported complaint condition were identified. Lot# 30397210: expiration date: 10/31/2021. A manufacturing record evaluation was performed for the finished device 30398815 number, and no non-conformances related to the reported complaint condition were identified. Lot# 30398815: expiration date: 11/30/2021; manufacturing date: 6/3/2020 three angiographic images were returned for analysis and independent physician review was performed. The results are as follows:

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The lot number was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A report from the field indicated that during a mechanical thrombectomy procedure, a cerebase da guide sheath, 90cm (gs9090sd/unknown lot number) and react (medtronic) intermediate catheter were being advanced when a vessel dissection occurred at the right internal carotid artery (ica). It was reported that the patient was not affected, and no further treatment was required. The physician stated that the dissection was not caused by the cerebase, but by the ¿technique dealing with a tricky patient anatomy (there were two vessel bends)¿. Reportedly, the event was not a fault of the device and this is an acceptable complication. He further commented that it would have been better to follow the intermediate catheter with the cerebase rather than advancing them ¿almost together¿.